Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient passed out while shopping. CPR was performed and the patient was transferred to the ER. When the patient presented to the ER, the patient went into vf and was externally defibrillated. The device was interrogated and only one episode of vt was observed after shock. Undersensing was observed on the egm. The device was reprogrammed. The next day, the patient was admitted to the hospital due to their potassium level. An x-ray showed the lead was coming straight out due to suspected dislodgement. The physician will replace the lead and device once the patient had recovered.